Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar forceps instrument was analyzed and found to have one severely bent backwards grip, causing misalignment of the grip-tips. There was a 1.40 mm offset at the tips. The molded insulator has become dislodged. The complaint was confirmed by failure analysis. The probable root cause of the dislodged molded insulator is attributed to the severely bent grips.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy procedure, the customer reported that the jaws of the force bipolar instrument were not aligned. The procedure was completed with no reported injury.